Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:examination of the returned device and provided images did not identify any product defects or anomalies. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip revision - corail/pinnacle construct removed. Primary procedure conducted via daa on 13/07/2018 via daa for diagnosis of oa. Patient reported pain/discomfort 2 years + post op. According to hcp, clinical presentation on x-ray over time consistent with either infection or subsidence/aseptic loosening but no diagnosis of either. Several tests conducted between feb 2021 - aug 2021, no clear indication of infection but results could not rule out it out as diagnosis. Surgeon opted for 2 stage full hip revision. On x-ray a more radiopaque portion was identified/questioned by hcp in the threated inserter portal of the corail stem. Doi: (B)(6) 2018, dor: (B)(6) 2021, unknown side.